Event description:
The customer reported that on (B)(6) 2011 an elevated cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, was generated from an access 2 immunoassay system for one patient sample. The erroneous initial accutni result was reported outside of the laboratory. The patient was admitted to the hospital due to the initial elevated accutni result. Three additional patient samples were collected and tested. The subsequent accutni results were lower, consistent to each other, and within the normal reference range of the assay. Other patient assay results were not in question as part of this event. The test samples were collected in lithium heparin tubes as well as plasma lithium heparin tubes. The samples were centrifuged at room temperature prior to testing.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer provided instrument performance data indicated that the instrument assay quality control results recovered within the customers established specifications during the timeframe of the event. System checks results met specifications. Customer supplied instrument event logs did not indicate that there were any error messages generated at the time of the erroneous result. Instrument assay calibration results generated prior to the event met established specifications and possessed acceptable coefficient of variation values. Based upon the information provided the instrument performed within specifications. No cause has been determined for this event.